Event description:
After one hour and 15 minutes of onyx injection, it was reported the catheter ruptured 10 cm from the distal tip. Onyx was observed in an unintended treatment area. Consequently, the pt had a stroke. Same event as MDR# 2029214-2011-00336.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).